Manufacturer narrative:
Patient city:(B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that he receive an alarm. In troubleshooting blockage was found in the tube. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary.

Event description:
To date additional patient or event details have been received which are added in h11.